Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing. It was also reported that the right ventricular (rv) lead exhibited undersensing and high thresholds. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.